Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 6000 ul c501 + core fix configure. The initial result was not reported outside of the laboratory. The reporter noticed the result which prompted the rerun of the sample. The initial result was 174 mmol/l with a repeat result of 136 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found the cells were improperly rinsed because the rinse nozzle was not aligned. He then aligned the rinse nozzle and rinse volumes. The customer performed qc with acceptable results. The analyzer was verified to be performing within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within specifications. The qc recovery was within -2sd. There was no indication of a performance issue of reagent on the date of the event. The centrifuge time was only 5 minutes. The centrifuge time may be too short per the tube manufacturer¿s recommended guidelines. Rack adapters were used at the time of the event. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.